Event description:
It was reported that the patient underwent an interstitial laser coagulation (ilc) procedure in the doctor's office. The patient was given an ultrasound guided peri-prostatic block ten minutes prior to the procedure. The doctor then gave him a transurethral guided prostatic block just prior to the procedure. The reported local anesthetic utilized was lidocaine. No patient complaints were reported and the procedure proceeded. The doctor completed four successful sticks with the fiber, two per lateral lobe. During the fifth insertion of the laser probe into the prostate, the patient complained of an inability to speak. The procedure was terminated, and the patient was transported to the hospital by ems. Extensive resuscitation efforts were performed but were unsuccessful and the patient expired. The cause of death was determined to be an uncontrollable cerebral hemorrhage resulting from an aneurysm. No device anomaly was reported during the pre-operative or intra-operative stages of the procedure.

Manufacturer narrative:
H-6 conclusion: the operating urologist and the hospital representative have stated that it is highly unlikely that the laser device used on the patient's prostate was directly related to the reported brain hemorrhage. However, potential procedural stress experienced by the patient during the procedure triggering a cerebral hemorrhage from a pre-existing and previously undetected brain vasculature defect is possible. Based on the statements made by the operating surgeon and the hospital, we do not believe that our product is directly related to the reported event.